Event description:
Additional information was received. The physician stated that the patient expired approximately 11 months post implant. The cause of death is unknown. The physician also stated that from a specific air embolism perspective, there was no evidence of this during deployment of the stent graft and thought that it made very little difference to the actual outcome of the patient.

Manufacturer narrative:
Results: failure to follow instructions (implanting the device with out flushing the delivery system). Conclusion: user error contributed to event (implanting the device with out flushing the delivery system).

Manufacturer narrative:
(B)(4). This supplemental report is being filed to provide FDA a notice of retrospective filing of the field corrective action on 2013-sep-18 that was initiated on 2012-aug-30 for the inability to irrigate/flush the captivia delivery system. The fca consists of a notification to the customers outside of the united states. No us customers were affected as this issue does not present a risk to health posed by the device or remedy a violation of the act caused by the device which may present a risk to health.

Event description:
Delivery system was returned and its evaluation has been completed. Immediate resistance was felt when attempting to flush the delivery system. The delivery system was then broken down and the middle member removed. After removing the middle member flushing through the side port extension was achieved. The endseal ID was found to be out of specification.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft delivery system was implanted emergently into a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. Vessel morphology was not reported. It was reported that during the preparation of the stent graft delivery system, the physician was unable to flush the delivery catheter. Due to the emergent nature of the case and there was no other stent graft available, the decision was made to use the stent graft delivery system without flushing. After the case, the physician expressed concerns that there may have been a small air embolus in the patient, the patient is fine. No clinical sequelae were reported.